Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw approximately 3 ml of insulin "oozing" out of the pneumatic tap. Reportedly, the customer stated that this "fried the motherboard" of the pump. The customer maintained that insulin leaked out of the pneumatic tap. There was no impact to customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.